Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a cystgastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician was unable to push the deployed axios stent out of the working channel of the linear endoscopic ultrasound (eus) endoscope despite fully advancing the catheter. After some additional maneuvering of the scope, the stent successfully released from the scope and was fully deployed in a satisfactory position. The physician then encountered resistance when attempting to withdraw the delivery system from the scope. The physician was able to remove the delivery system from the scope with some force. Upon withdrawal of the scope from the patient, the physician noted that the tip of the delivery system had detached from the catheter and was caught in the distal end of the scope at the elevator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.